Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use, the pt must have minimum aortic neck length of 15mm.

Event description:
On (B) (6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B) (6) 2009, a computed tomography revealed a type I endoleak. On (B) (6) 2009, the pt underwent a reintervention where two gore excluder aaa endoprosthesis aortic extender components were implanted. The endoleak was resolved and the pt tolerated the procedure.